Manufacturer narrative:
(B)(4): device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Device evaluation - the report of low speed and pump stop events was confirmed based on the evaluation of the returned lead. Approximately 12 inches of the external portion/distal end of the percutaneous lead was returned. A clamshell had been previously applied to secure a silastic sleeve separation from the metal/controller connector. Tape had been applied to a majority of the lead to repair multiple tears in the silastic sleeve. The silastic sleeve was removed, and examination the shielding and bionate revealed a kink in the lead approximately 3 inches from the metal/controller connector and areas with shield breakdown. Continuity testing was performed on the returned portion of the lead and a continuity issue was found in the black wire. The shielding and bionate were removed and examination of the underlying wires revealed a fracture of the black wire approximately 3 inches from the metal/controller connector, in the area of the observed kink. Further examination of the remaining wires in this area, revealed marks consistent with abrasion. The conductors of the black wires were exposed. The fracture of the black wire appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The black wire represents one of the wires of phase 2. The fractured wires would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed and pump stop events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received red alarms when he connected to the power module that resolved when he went back to battery power. The customer reported that the patient was at home when the alarms occurred. It was also reported that the patient has gained 70 plus pounds since implant. The patient was asymptomatic. The manufacturer's technical services representative reviewed the provided log file which showed two pump stoppage/low speed/low flow events while connected to the power module patient cable. Technical services also reviewed x-ray images provided and reported that the x-rays displayed three possible areas of concern within the external portion of the percutaneous lead. On (B)(6) 2015, technical services arrived onsite for an external percutaneous lead repair. A continuity test performed indicated a broken black wire. A percutaneous lead replacement was performed approximately 3 inches from the exit site. It was reported that all tests passed and no issues were noted after the patient was back on a grounded patient cable.